Event description:
The pt was seen at the implant center for device eval in may 2000. The pt experienced problems during the testing and the decision was made to schedule pt for revision surgery. Revision surgery took place in 2000.